Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). The device was removed and a new app was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no issues with the app. The explanted device was an ipp which was replaced with the app due to unknown reason.